Event description:
A customer contacted beckman coulter inc (bec) in regards to cx3 leak (waste with serum and reagents) from tubing 99 and lytes drifting post preventive maintenance. No injury or exposure was reported.

Manufacturer narrative:
The shipping box containing the reagents was damaged. No additional information was provided.